Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Based on available information, the device malfunction did not cause or contribute to the patient¿s death.

Event description:
It was reported that after the cannula was inserted on the same day (B)(6) 2026, it was discovered some time later that the cannula had broken and the distal end had remained inside the patient¿s blood vessel. It is possible that during the insertion of the cannula, the plastic part was damaged due to the back-and-forth movement of the guide needle. The patient subsequently died due to other comorbidities. Otherwise, surgical intervention by a vascular surgeon would have been necessary to remove the fragment from the vessel.